Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had pump error and screen went blank. Customer states that screen came back and said battery error. Customer experienced high blood glucose of 317mg/dl and 341mg/dl. Customer also had calibration not accepted. Customer declined troubleshoot. Insulin pump will not be return for analysis.